Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 440 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 08-nov-2016 it was reported that the pump was wearing through the surface of the skin; it was starting to come through the skin¿s surface. The event date was unknown and would not be made available. The reporter was not sure if any environmental, external, or patient factors may have led or contributed to the issue. The diagnostics and/or troubleshooting performed were noted to be that the pump and catheter were removed. The interventions and/or actions taken were noted to be that the explant took place. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's pump was removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was previously reported under manufacturer report # 3007566237-2017-05152. Additional information regarding that event will be reported under this manufacturer report # 3004209178-2016-23534. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-08. It was reported that the patient had a baclofen pump from 2002 to 2016. The healthcare professional (hcp) removed the pump due to weight loss, when the patient bent over the pump was pushing out of the skin every time and the patient was in a wheelchair. The date of the event was (B)(6) 2016. The patient wanted another pump but the hcp did not want to implant a pump. The pump was helping the patient and now they were sweating all the time. Hcp listings were requested. It was indicated that the patient did not have a current hcp. No further complications were reported or anticipated.